Event description:
A patient fell from the table head first that allegedly resulted in a subdural hematoma.

Manufacturer narrative:
It was allegedly reported to toshiba by the director of invasive cardiology that the lab tech was prepping the patient for a procedure and turned briefly to discard the prep material when the patient fell. The patient allegedly fell off the left side of the head end of the table and struck the floor causing the patient to sustain a subdural hematoma. It was also reported to toshiba that possibly the patient was centered on the table pad, but the pad may not have been centered on the table top. Possibly the table pad under the patient's shoulder area was not over the table top and not supported.